Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "postoperative pseudarthrosis of the femur following t2agt. Surgery was on (B)(6) 2026." Additionally, it was reported that there was pain caused by the non-union.